Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient presented emergently abdominal pain and a blood pressure on 220. The CT revealed the aneurysm was 65 mm in diameter due to a proximal type I endoleak, the patient was transferred to another hospital. The patient was successfully treated with 8 aptus endo anchors and the endoleak resolved. The physician stated that the cause of the event was due to anatomy; the uncontrolled extremely high blood pressure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).